Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient stated the lid on the top where the battery goes stopped working,(understood to be programmer), the doctor ordered another one but it hasn't been put on yet (understood to mean the new programmer wasn't programmed yet). No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend or family member regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought the stimulator was not working. The caller said the ins was replaced a year ago and doesn't recall when the stimulator stopped working. No further complications were reported.